Event description:
It was reported by customer that needle broke during use. Complaint via email. We were notified of a complaint from a customer stating needle broke during use. Please see the below details regarding the reported issue. If it is indicated that a sample is available, please provide shipping instructions within 30 days or the sample will be disposed of. Medline complaint#: (B)(4), defect description: needle broke at the base during use, medline part #: 32351 product description: ndl safety 25gx1.5 eclipse vendor part#: 305767, lot#: 5199737, date reported: 2/25/2026, sample received: no, response needed: yes, incident reported to the FDA as MDR-30 day. Reference no. 1423395-2026-00052, please reference the above complaint number in all future communications. If you have questions or need additional information, please reach out to (B)(6).

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.